Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to disassociation of the spacer from the epiphysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint were returned for analysis. The DHR and product analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed; no other similar complaint was reported for the affected products codes and lots combinations. The x-ray analysis performed leads to the conclusion that there are no visible anomalies or problems that would lead to disassociation of the humeral spacer. Based on the information received and the investigations performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.